Event description:
It was reported that a patient found a leak in micap transfer set after the clamp was closed completely. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: phone number: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph could not verify the presence of a leak. The patient adapter was noted to be discolored, cause undetermined. Should additional relevant information become available, a supplemental report will be submitted.